Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact inadvertently entered the incorrect value when inputting the carbohydrate ratio value into the pump which decreased number of insulin units delivered. Customer's blood glucose was within range (value not provided). Contact corrected the value to resolve the issue.